Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was very blocked and had to be given several extra doses without effect. They checked the pump through the window of the waist bag, and everything was correct but when they went to remove the pump, they observed that the duodopa gel was all spilled over the pump. They do not know the exact place where the medication was leaking from. It is assumed to be from the tube of the cassette that was inside the waist bag. They indicated that they cleaned the pump but from some areas medicine still comes out. They also indicated that the sound it makes is very low. There was no adverse event reported. (B)(4) was registered to document the pump involved in the complaint.